Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a px slim delivery microcatheter. During the procedure, the physician was unable to advance a ruby coil through a px slim due to resistance. Both devices were removed and the procedure continued using new devices.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00892. The hospital discarded the device.